Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-07217 and 2134265-2014-07317. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with opticross¿ coronary catheter intended to visualize the unspecified lesion. However, pullback stopped soon after it was started. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.